Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: locking:trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a one (1) variable angle (va) distal radius plate, three (3) unknown cortex screw, and six (6) locking screw. The surgeon was notified that he originally put the plate more distal than normal because of distal fracture. The surgeon was concerned it would irritate the patient in the future because of extreme distal placement of the plate and as a precaution decided to remove the construct. It was unknown if there was a surgical delay. The implants were successfully removed from the patient. No patient consequence. This is report 6 of 10 for (B)(4).